Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the pump¿s black box revealed evidence of post delivery motor power supply faults. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. During investigation, a cs 078 motor rewind error was received during each ¿rewind¿ attempt. The ¿battery life¿ complaint was unable to be adequately investigated due to the inability to perform a load/step and complete current draw measurements. Unrelated to the original complaint, the battery compartment was found to be cracked. The audio bolus button cover was torn but still responsive to user presses. The pump case was removed and there was evidence of moisture contamination inside the pump on the motor flex cable and connector and associated motor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).